Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: material rupture, failure of implant: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Swollen lymph nodes/glands: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported to regulatory body right side "implant ruptured after 3 years caused severe symptoms that effected everyday living. Silicone rupture. Physician later confirmed rupture and reactive lymph nodes. The device has been explanted.